Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump over infused at a rate that mmdg considers reportable. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not affected a patient. Complaint-(B)(4).

Event description:
The initial reporter stated that the pump over infused at a rate that mmdg considers reportable. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not affected a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump was out of calibration, which caused the over infusion. The pump was serviced to correct the issue.